Event description:
It was reported that the patient with this implantable neurostimulator (ins) contacted the clinic expressing frustration with the need for frequent charging and lack of therapeutic improvement. The patient reported that therapy had not provided sustained benefit despite multiple programming adjustments. At the time of evaluation, the patient was on program p1l2 and reported perceiving stimulation bilaterally. The patient reported that available programs did not provide symptom relief. Due to continued lack of perceived benefit, the patient underwent device explantation. No further patient complications were reported

Manufacturer narrative:
Block d2b: additional pro code: qon. Block g4: additional PMA number: p190006. Block h11: investiagation results: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Good faith effort attempts were made to retrieve the device; however, the device was disposed of by the explanting provider. It was confirmed that the device met manufacturing specifications prior to distribution, and there were no manufacturing deviations that could have contributed to the reported event. Review of the instructions for use confirmed that there was relevant content and sufficient guidance related to the circumstances described in this complaint. No updates to the instructions for use are required as a result of this event. A risk review was completed and confirmed that the event type device explanation and inadequate treatment were defined in the product risk documentation. This event type has been accounted for during analysis to support an acceptable risk benefit profile of the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. Concomitant product: model number/catalog number: 1201, serial number: (B)(6), batch/lot number: al1u411884, model/catalog description: tined lead kit, unique identifier (UDI) #: (B)(4).